Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation (image 1-2). Visual inspection of the as returned product identified significant signs of damage about the implant outer threads. The collar of the device is noted to be fractured. The drive feature is occluded with bone debris. No pre-existing conditions were noted on the per. The reported product was located on tooth # 29 (universal) and removed the same day as placement. The reported event could not be recreated due to the nature of the dental device and event (damaged). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63882316. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63882316) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). PMA/510k: k101880.

Event description:
It was reported by clinician that when trying to engage the abutment the implant threads felt stripped at tooth location # 29. Per indicated that the patient does not have to return for an additional appointment to complete the procedure. No delay in surgical procedure.